Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive. When the pump was opened there was no evidence of corrosion near the keypad connector. Unrelated to the original complaint, it was noted that when the keypad was removed, there was contamination found under the ok key contact. The battery compartment had a crack below the bumper pad and a crack from the top to the cover. There was damage to the pump case indicating a crack in the case near the upper right corner of the display. The battery cap was damaged and the threads were stripped.